Event description:
The patient was operated with tangors. Afterwards there was worsening of the diagnostic findings. Then there was made extension surgery. During this surgery the bar was removed and with this bar also the head of the screw was removed.

Manufacturer narrative:
We made visual and microscopic analysis. The visual analysis shows that the screw is broken through dynamic power. In the microscopic analysis the explantants shows marks of a fatigue fracturel. The sighting of the production order and material certificates shows no meandering.